Event description:
Event description guidant received information that this implantable endocardial lead became taut after increasing the thresholds, requiring a repositioning procedure. When repositioning, the helix would not retract initially and then after finally retracting, it would no longer extend. The lead was removed and replaced with another guidant lead.